Event description:
Revision surgery-head disassociated from the stem. On 07/14/1996, patient was involved in a motorcycle accident wherein he sustained injury to his right shoulder. He was admitted to the hospital. On 07/15/1996, x-rays revealed a comminuted four part humeral head and neck fracture. Doctor attempted reductions which were unsuccessful. At that point in time, another doctor was consulted and they determined that a prosthesis was necessary. When patient returned on 07/22/1996, for follow-up care, he reported to continue to have pain in his shoulder. After some diagnostic testing, it was allegedly determined that the modular head had dislodged from the stem. On 07/26/1996, a revision surgery was performed.